Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes (100cfu/100ml). After reprocessing at the user facility, the user facility conducted the additional microbiological testing. As a result of the additional microbiological testing, the subject device again tested positive for unspecified microbes (100cfu/100ml). The user facility did not provide other detailed information such as the type of microbes. The subject device was used on a patient with carbapenem-resistant enterobacteriaceae before the microbiological testing. The user facility had cleaned the subject device using a non-olympus cleaning brush and high level disinfected the subject device using a non-olympus automated endoscope reprocessor, wd440 and wd440 plus (wassenburg), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.